Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the lot. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient experienced bleeding (300-400 ml) after the last biopsy pass using gencut during a superdimension enb procedure. The bleeding was stopped with ice saline and epinephrine. The patient was admitted to ICU for monitoring. If additional information is obtained a follow-up report will be submitted.